Event description:
It was reported that on (B)(6) 2015, the patient¿s stimulation shut off by itself. The patient was having problems charging on the day of the report. The patient last recharged on (B)(6) 2015. The patient let the implantable neurostimulator (ins) go almost dead and had been charging for 9 hours. The patient¿s ins was ¾ charged. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).